Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the patient for the endovascular treatment of a 50 mm chronic type b thoracic aortic dissection. Diameter of proximal aortic neck was 30mm and length was 20mm. Approx. 5 years post index procedure, a CT scan showed there was a type ia endoleak present with a false ascending aneurysm. The physician indicated 'surgical tube' as the cause of the false aneurysm. No additional clinical sequalae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.